Event description:
Initial result for a pt creatinine was 1.16 mg/dl. When repeated, the result was 2.10 mg/dl. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.